Event description:
Hill-rom received a report from a hill-rom technician stating the upper right wheel was not functioning well (the brake is not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the first half of the wheel is missing due to damage causing the bed not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician attached the other part of the wheel to resolve the issue. Based on this information, no further action is required.